Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed a break 105.5cm distal to the distal end of the strain relief. No issues and damages were noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. The proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 18apr2024. It was reported that the delivery shaft was kinked and deformed. The 90% stenosed target lesion was located in the mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was found out that the device delivery shaft was kinked and deformed and had the tendency to fracture. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the hypotube shaft break 105.5cm distal end of the strain relief.